Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that reservoir retainer ring was missing. The customer also stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer was assisted with troubleshooting. Advise to discontinue the insulin pump and revert to backup plan as per health care professionals. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. No missing reservoir tube lip noted. Device had minor scratched display window, a small crack on the battery tube threads and a small crack on the reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.